Event description:
Lar procedure. Cs29 dlu calibrated and opened. The trocar did not retract upon closing down. Close button was pressed and the pc read "replace flexshaft". The dlu was disconnected, changed flexshafts, reconnected the dlu and the cs29 re-calibrated itself. The trocar then worked normal. Device then proceeded to fire completely. When the dlu was removed from the rectum, the donuts looked normal. However, a leak was discovered during leak test located on the anterior side of the anastomosis. Further examination revealed that the staples were malformed and the anastomosis was coming apart. The anastomosis was cut out by way of a new distal closure and another device was used to complete the case.